Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A customer reported that they have a patient that was treated with coolsculpting to the abdomen and thighs. The customer reported the patient's treated areas have gotten bigger.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A provider reported a patient who was treated to the abdomen and thighs with coolsculpting roughly 1.5 years ago. The patient now has a (B)(6) old baby and states she has lost her pregnancy weight everywhere except where she received coolsculpting treatment. The patient claims the treated areas have gotten bigger.

Event description:
A provider reported a patient who was treated to the abdomen and thighs with coolsculpting roughly 1.5 years ago. The patient now has a four month old baby and states she has lost her pregnancy weight everywhere except where she received coolsculpting treatment. The patient claims the treated areas have gotten bigger.